Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system was inserted into the patient. During the procedure, the physician noticed a clot on the access system near the transseptal puncture site. The activated clotting time was 274. They gave the patient extra heparin and monitored it throughout the procedure. They continued to use the same access system and a 24mm watchman® laa closure device was deployed and implanted successfully. It was noted that the clot did not resolve, but there were no further patient complications and the patient¿s status was okay.